Manufacturer narrative:
(B)(4). Additional information received: when and how was the bleeding identified? Inferior pole , in minor vessels. Were there other energy devices used for hemostasis? No. Only monopolar pencil in the beginning to open the incision skin. All information that was reported part of one initial procedure (bleeding/hematoma and then the completion of the procedure with another device)? Bleeding during the procedure not so clear, and hematoma after the procedure . The re-operation didn´t use device anymore. What other instruments were used during the surgery? No. If the surgeon did use sutures or clips besides the har9f, was the bleeding from the vessel where the har9f was used? He used sutures. Was the bleeding from a named vessel (superior pole vascular pedicle) or from a minor vessel? Inferior polo. The surgery doesn´t anymore next to recurrent nerve. Was the hematoma/bleeding discovered during the procedure? After the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the hematoma/bleeding discovered during the procedure? No, but immediately after the procedure. If no, was the patient up and walking around when the bleeding occurred? No. It was in poi. Had the patient coughed prior to the bleeding? No. Did the patient present with neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). No, only hematoma. Where was the hematoma? Between the platysma muscle and the sternohyoid muscles (superficial)? It was in deep to the strap muscles, deep venous. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. No. Does the patient have a known coagulation disorder? No. What was the total blood loss? 50ml. What was the patient¿s pre-op hemoglobin and hematocrit? Normal. What was the patient¿s post-operative hemoglobin and hematocrit? He can´t remember but believes that it was normal. What is the current patient condition? Normal without problems.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained:the patient was submitted to a new surgery (2nd procedure). When and how was the bleeding identified? Inferior pole , in minor vessels. Were there other energy devices used for hemostasis? No . Only monopolar pencil in the beginning to open the incision skin. All information that was reported part of one initial procedure (bleeding/hematoma and then the completion of the procedure with another device)? Bleeding during the procedure not so clear, and hematoma after the procedure . The re-operation didn´t use device anymore. What other instruments were used during the surgery? No. If the surgeon did use sutures or clips besides the har9f, was the bleeding from the vessel where the har9f was used? He used sutures. Was the bleeding from a named vessel (superior pole vascular pedicle) or from a minor vessel? Inferior polo. The surgery doesn´t anymore next to recurrent nerve. Was the hematoma/bleeding discovered during the procedure? After the procedure.

Event description:
It was reported that during an unknown procedure, the patient was rebound as a result of hematoma/bleeding due to the use of the equipment. Another like device was used to complete the procedure. There were no adverse consequences for the patient.